Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead noise alert. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient went to the ER (emergency room) due to receiving inappropriate shocks for what appeared to be non-physiologic noise on the right ventricular (rv) lead. Additionally, a lead fracture was confirmed as there was rv lead pace impedance that spiked intermittently, increased vt-ns (ventricular tachycardia ¿ nonsustained) lead impedance and short v-vs (ventricle-ventricle), a rv lead integrity warning triggered due to sic (sensing integrity counter) and hr-ns (high rate ¿ nonsustained) episodes, a rv lead noise warning was triggered, and non-physiologic vs/fs (ventricle sense/fibrillation sense) was easily reproducible on the rv near field iegm (intracardiac electrogram) by tapping or gentle manipulation of the implanted device at surgical incision site. Reprogramming was done to turn off defibrillation detections and audible alerts and the patient was sent home with a lifevest until their scheduled lead revision procedure. About a month later the lead was explanted and replaced. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.